Event description:
The customer reported that in the picu, while assessing the white lumen of a PICC line for the 0000 assessment, the tip of the tubing broke off in the needless connector. The products were changed. Nothing was running through the line at the time of the event. No additional information is available.

Manufacturer narrative:
On initial report, and omit mz5307 on follow up 1 report. Pediatric patient. The customer¿s report that tip of the tubing broke off in the needless connector was confirmed. Visual inspection found that a male luer tip of model mz5307 was found lodged into the female port of the standalone maxzero model mz1000-07. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. An attempt to remove the male luer tip from the maxzero was not successful. The root cause of the break is excessive force as indicated by the visible stress marks observed on the broken male luer tip.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the picu, while assessing the white lumen of a PICC line for the 0000 assessment, the tip of the tubing broke off in the needless connector. The products were changed. Nothing was running through the line at the time of the event. No additional information is available.